Event description:
The report received from the field indicated that during a percutaneous coronary intervention (pci), while the tip of the 100 cm. 6 fr. Vista brite tip al.75 guiding catheter (gc) was engaged in the left main ostium, the body/shaft of the gc was torqued to the point of twisting. The gc was reported to have become stuck and had to be snared out of the patient. Preliminary analysis of the returned product indicated that the catheter was separated into two pieces at 30.5 cm. From the strain relief. Multiple kinks were noted throughout the shaft. The patient was reported to have a tortuous anatomy. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found:review of lot 15857347 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that during a percutaneous coronary intervention (pci), while the tip of the 100 cm. 6 fr. Vista brite tip al.75 guiding catheter (gc) was engaged in the left main ostium, the body/shaft of the gc was torqued to the point of twisting. The gc was reported to have become stuck and had to be snared out of the patient. Multiple kinks were noted throughout the shaft. The patient was reported to have a tortuous anatomy. Fal: one non sterile unit of vista brite tip 6f .070 was received coiled inside a plastic bag, the catheter was found separated in two pieces at 35.5cm from the ID band. Blood residues were found inside the lumen at the separation point on both segments of the catheter, at catheter ID band and at catheter body. The sample also exhibited a twisting and elongated condition at the separated ends. The proximal section of catheter body presents kink/bent conditions at 15.2 cm, at 19.8cm, at 20.5cm and at 24.9cm end as well as a compressed/flat section of 1.6cm was found at 29.8cm ID band distal end. The distal section of catheter presents kink/bent conditions at 28.3cm and at 38.8cm distal end as well as a compress/flat section of 5.5cm was found at 64.8cm from distal end. No other issues were found. Scanning electron microscope (sem) analysis was performed to the part in order to identify the source of the ¿separated¿ condition; the results are the following: ¿the sample presented evidence of material elongation and deformation. In addition, evidence of ductile dimples was observed on the braid wire as well as smearing. Elongation, deformation and ductile dimples are common characteristics of pieces that were pulled/ stretched until separation. Moreover, the sample presented evidence of twisting. Therefore, it is very likely that the observed conditions could be related to pulling/ stretching and twisting events prior to the separation. Cutting was discarded as a failure cause since no characteristics typical of this failure mode were observed.¿ the catheter od and ID were measured near to kinked condition and results were found within specification. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of torquing difficulty could not be assessed due to the condition of the returned device. The reported customer complaint body/shaft separated was confirmed through failure analysis, as the device was returned separated. Analysis of the device found evidence of dimples and elongations, indicative of pulling and stretching, twisting was also noted on the device. Review of the information provided suggests that procedural factors (excessive torquing) and or vessel characteristics (tortuous anatomy) may have contributed to the reported events, there is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.